Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced low blood glucose of 40 mg/dl and high blood glucose over 600 mg/dl. Customer was treated with 30 carb snack and current blood glucose was 66 mg/dl. Customer stated that customer inserted sensor and blood at site and at had issue like tape not sticking. Customer declined troubleshoot for issue. Insulin pump will not be returned for analysis.